Manufacturer narrative:
Additional information: in the initial report the serial number was unknown. The serial number was provided therefore, the following information was updated. Section d4 model number: 20005d section d4 serial number: (B)(6). Section d4 unique identifier (UDI) number: (B)(4). Section h3 device evaluated by manufacturer; yes. Section h4 device manufacture date: october 2, 2008. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Serial #: unknown/not provided. UDI #: unknown/not provided. Device manufacture date: unknown, as the serial number of the device was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient presented 3 months post lasik with complaints of glare and halo at night. Doctor reported that patient moved a lot during the surgery. The patients post op refraction is as follows: od +0.25-0.50@5 20/20. Os +0.50-0.50@15 20/20. The patient was given the above refraction in a trial frame, the patient stated it did not alleviate the ghosting, possibly 30 percent but not that much.